Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm the reported issue. The e-200 was replaced to correct the problem. The system was tested and verified ready for use. Isi did receive the e-200 involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and field service evaluation.

Event description:
It was reported that during da vinci-assisted left hemicolectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the vessel sealer extend (vse) instrument was not recognized on the e-200, with a "check cord" error message, and the issue could not be resolved by changing to another vse or another port. There was no issue with firing other bipolar instruments. Tse advised to perform a power cycle on the e-200 and try connecting the vse again. Site further reported the top port on the e-200 did not function regardless of which instrument was connected. Rebooting the unit did not resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 09-jan-2026: the procedure was completed with same e-200 in its original configuration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-200 generator involved with this complaint and the reported issue was confirmed and replicated. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and power on with no issues. An instrument was connected to the bipolar upper port and could not fire. The probable root cause was attributed to a detection issue on the defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The e-200 generator was further evaluated by failure analysis engineer (fae). Further investigation found the bipolar port to fail during fixture testing. The probable root cause of the reported issue can be attributed to a fault within the bipolar port assembly cable on the affected generator.